Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 11/20/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in the original folding carton. The plunger was observed in the advanced position and locked. The cartridge was correctly engaged into lower body of the pcb00 device. No assembly errors and/or defects related to manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. Lack of lubricant material was observed in the device. The lens was observed stuck at the cartridge tip. The pushrod protrudes the cartridge causing a cartridge crack and tip deformed. The reported issue was verified. However, the condition in which the sample was received is consistent with a product that was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when advancing the plunger for insertion, the surgeon noticed that the mouth of the inserter cracked open. The surgeon did not implant the intraocular lens (iol) and used another iol of the same diopter. There was no patient contact. It was a longer procedure due to the opening of a new iol. No additional information was provided to abbott medical optics.